Manufacturer narrative:
The customer reported problem was confirmed. Additional repairs were addressed outside of recall. The device was repaired, retested and returned to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp bezel post recall 2019- 08/09/2019 09:27:50 sandra j mcdonald (smcdonal) lvp bezel post recall 2019 richard breland 985-898-4111, 1, ext 2151#  / 985-898-4106 rbreland@stph 08/09/2019 09:31:11 sandra j mcdonald (smcdonal) rbreland@stph.org 08/20/2019 13:45:05 dune laraya (dlaraya) est rcl to mnr 08/26/2019 05:51:01 lauryne wasan (lwasan) npi confirmed updated from rcl to mnr for the minor repairs needed per dune laraya, service tech. Repair approved by richard breland, biomed, at r breland@stph.org for $230. Use new po# bio-7833 08/27/2019 05:18:36 annette a mendez (amendez) 1001901774070007043300119242548722 03/14/2020 08:25:52 joshua monk (jmonk) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.